Manufacturer narrative:
(B)(4). Batch # p55w27. The analysis found that one pse45a device was returned with no apparent damage and with one ecr45m cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. (B)(4). Additional information was requested and received: what were the indications for surgery? ¿ large infected cyst. What was the approximate placement of vessel in jaws during the firing on the renal artery? ¿ proximal end of jaw. Was there any movement of the vessel within the stapler jaws during the firing? - no. Were any staple formation issues identified? What was the shape of the staples? ¿ staples did not form through calcified tissue, satisfactory staple formation through normal tissue, surgeon did not identify shape of staples. Were any clips used in the area of the firing? - no. What is the current status of the patient? ¿ patient needed to go back to theatre that evening to have spleen taken out as it was bleeding but since recovered and going home.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, during firing on the renal artery, the motor gave audible feedback that it was slowing down halfway through then sped up and finished firing. When the jaws were opened bleeding from staple line was observed. Surgeon closed jaws to stop bleeding, suctioned blood and opened jaws again. Could not see what had happened as there was still bleeding from staple line. Surgeon closed jaws to contain bleeding and converted to open. After controlling bleeding with sutures, he went on to staple two more times using the same stapler with new grey reloads. These last two firings were satisfactory to the surgeon with proper staple line formation. The surgeon found calcification on vessels during a pre-op scan and believes the renal artery was very calcified. He was happy with the stapler¿s performance overall. There was a forty-five-minute time delay. Adverse event to the patient was a laparotomy.